Manufacturer narrative:
An olympus field service engineer (fse) was dispatched to evaluate and repair the device. The fse found the image flickering issue also showing horizontal line on the monitor, image was not available at times due to noise. The fse also noted, start-up problem when powering the monitor from off to on. The subject device has been returned to olympus for evaluation. During evaluation, it was observed, the device had no image due to faulty quantum board, the power switch bracket was broken, horizontal/vertical lines were noted on the image, it was noted that there was no issue related to the monitor powering up, hit/scratches and deformation was found on the rear cover and bezel plate, scratches were found on the power switch, scratches were found on the potential equalizer and earth terminal, and there was no patch in the lcd panel. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, during preparation for a diagnostic upper gastrointestinal (ugi) endoscopy procedure, the high-definition lcd monitor had a flickering image. Subsequently, the intended procedure was completed with a similar device. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the flickering image was caused by the failure of the quantum board. In addition, with the issues occurring during the activation process of the monitor turning off and on, a root cause cannot be specified. Olympus will continue to monitor field performance for this device.